Event description:
It was reported that the patient received an alert for atrial pacing impedance that was out of range even though the device was programmed to vvi. Recommended reprogramming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.